Event description:
It was reported that the device experienced battery depletion, losing more than 25% of charge within a day, and there was a crack on the device's housing. There was no reported impact to the customer's blood glucose level. The customer declined further assistance because they were in the process of renewing their device.